Event description:
According to the reporter, the device does not shock when shock button is pushed and/or operates intermittently. There was no report of pt use associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.